Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The facility technician replaced the flow regulator and the machine was returned to service. Part was not returned to the manufacturer for evaluation.

Manufacturer narrative:
The customer replaced the leaking high flow relief regulator and confirmed that the reported fluid leak was resolved. Customer could not duplicate the reported filling of saline bag. The machine was returned to service with no further issue. To date, no part has been received for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The drain line length and building drain height were both within specifications. There were no obstructions to the drain. The biomed found white buildup, which is a sign of leaking at the flow pressure regulator #78.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.